Manufacturer narrative:
Patient information and event date were requested, but the customer could not provide.

Event description:
The customer reported the ventilator alarmed with back-up alarm failure. The customer reported the device was in use, but there was no patient harm reported